Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they changed out the battery and the insulin pump alarmed a replace battery now. The customer¿s blood glucose level was 324 mg/dl. They had received a low battery prior to the replace battery now alarm. Troubleshooting was performed. They were advised to select ok to clear the alarm. The device alarmed a replace battery now. The customer did not have any new batteries to test. There was no clear indication that the alarm was cleared. The device will not be returned for analysis.